Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient names were not crossing over. The technical support specialist verified and confirmed that the issue has been resolved by it. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the pyxis anesthesia system the patient names were not crossing over. The customer stated that this malfunction caused a delay. There were no adverse events or injuries reported based on this event.